Event description:
It was reported that during placement of the stent in the lcx, which was heavily calcified, the mini vision stent became displaced from the delivery system and was deployed in the left main where the stent was not required. Another stent had to be deployed to cover the lesion.